Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose (bg) was 306 mg/dl and a bolus was delivered. The bg increased to 404 mg/dl. The infusion set tubing was changed and a bolus via the pump was delivered. The cause of the high bg was not known. A pump system check was performed and no device issues were identified. The customer was to wait a bit before changing out the infusion set site. Upon follow-up the same day, the customer reported the bg level to have lowered to 118 mg/dl and the customer was doing much better.